Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and found that the needle was bent in one piece. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.